Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. Photos were received and inspected. The defect was seen in the photos. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5027368. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, needle came apart while in patients arm. No injury, no medical intervention.